Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "in the case of patient treatment with the variax2 elbow plate and screw system, screw migration of the locking screws occurred. The locking mechanism in the plate hole was not released."

Manufacturer narrative:
Correction: please refer to section b1. The reported event could not be confirmed as even the x-rays provided could not confirm it. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A potential non-conformity report was initiated to address similar events in the past. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "in the case of patient treatment with the variax2 elbow plate and screw system, screw migration of the locking screws occurred. The locking mechanism in the plate hole was not released." Additional information received from the rep and x-rays revealed one broken screw.